Event description:
It was reported that insulin on board (iob) was not updating quickly enough, resulting in delayed updates. There was no adverse impact to the customer's blood glucose level. Customer did not disclose an alternate method of insulin therapy.